Event description:
It was reported that the customer was hospitalized due to high blood glucose, and his blood glucose was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.